Event description:
Procedure type: sigmoidectomy. According to the reporter: the tip of the instrument cracked during introduction through the rectal wall to do the anatomosis. The tip fell into the cavity but was removed immediately. A new instrument was used to complete the procedure. The rectum was slightly damaged, but that was repaired with suture. There was no significant delay to surgery time and no blood loss occurred. The pt is in well current condition and has been discharged from the hosp.